Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). It was reported that there was two threads broke from a set of three threads inside the same box.

Manufacturer narrative:
Samples received: 2 open pouches. Analysis and results: there are no previous complaints of this batch of which (B)(4) units were manufactured and distributed in the market, there are no units in our stock. Received two open samples. The thread on the open samples received is broken in pieces. The thread has been degraded by hydrolysis along the time. After checking carefully the aluminium foil of both samples received, we have noticed that there is a hole in the aluminium pouch due to the inner support card is displaced. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil b.braun surgical requirements. Taking into account that no other customer complaints have been received for this code batch regarding this issue, we consider that these are isolated and accidental units, the rest of the batch is correct. Actions on distributed product of this reference/batch: replace this code/batch to the end customer. Based on the conclusion derived from investigation, it is not required to make further actions in distributed product. Corrective/preventive actions: improvement project sixs_03.1_2015.